Manufacturer narrative:
(B)(4). Concomitant products: stent: xience prime (3.5x23, 2.75x08, 2.5x38, 2.5x12 (two)). Aspirin, clopidogrel. (B)(4). There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for the patient effects. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and restenosis, as listed in the xience prime long length everolimus eluting coronary stent system instructions for use, are known patient effects that may be associated with the use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2013 six xience prime stents were implanted in the following vessels: left main coronary artery (lm), posterior descending coronary artery, mid left anterior descending coronary artery (mlad) and the apical lad. Approximately 20 months after the coronary stent procedure, on (B)(6) 2015, the patient had stable angina. Percutaneous coronary intervention was performed on (B)(6) 2015 in the mlad and the first diagonal coronary artery. The condition resolved. There was no adverse patient sequela. No additional information was provided.